Event description:
Caller reported a cartridge alarm and confirmed no impact to blood glucose levels, as the level did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was informed they would receive a pump with updated software. The caller was advised to use multiple daily injections (mdi) as a backup therapy and was provided with instructions on pump storage mode. The replacement pump was shipped without requiring a delivery signature, and the caller was instructed to return the faulty pump within 10 days using a prepaid label.